Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012, the patient claimed that she was hospitalized and diagnosed with dka on (B)(6) 2012. Reportedly, the patient had surgery on (B)(6) 2011 for dialysis grafting. There is no evidence that the pump was working improperly or that the device contributed to the patient's injury. Through troubleshooting, the pump was reviewed and found to have a correct date/time. All basal settings in the pump added up with the tdd for the last dates that the patient had been using the pump. All boluses were delivered and added up with the tdd. No suspension alarms were noted in the pump. The animas representative involved in this contact informed the reporter that there was nothing to indicate a malfunction of the device. The animas representative also advised the reporter that the elevated blood glucose level might have been related to a site issue and due to having surgery. This complaint is being reported because the patient received medical intervention for dka while on insulin pump therapy.